Event description:
The patient was schedule for an implantation of a biventricular defibrillator. With the left ventricular lead implanted, there was some difficulty removing a whisper view. During removal of the whisper wire the wire broke inside the lead. Under fluoroscopy about 2mm of wire can be seen inside the lead. There was no harm to the patient. The device was connected to the lead without difficulty.